Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that e226 (scope communication error) could not be replicated however; the following observations were made: adhesive on a-rubber had a chip, control unit, grip, ud/rd plate, sw1, lg connector, video connector, and case were all found to have scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video scope exhibited an error226 communication error. It was reported that the event was found during a therapeutic procedure; however, the procedure was completed successfully using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although phenomenon 1 "error code e226" was not replicated. It is possible that the defect occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Olympus will continue to monitor field performance for this device.